Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop 9003 occurrence; flow sensor failure. No patient involvement reported.